Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a driveline fault alarm was triggered and the patient was readmitted for additional assessment. Log files were submitted and blood tests were done. An x-ray and transthoracic echocardiogram (tte) were also done. The patient was stable, alert, and conscious. Mean arterial pressure (map) was 75 and heart rate was 56. A chest x-ray and cardiac echocardiogram were acceptable. The patient also experienced a pump stop for a short time. The manufacturer's technical service representative reviewed the log file and observed one pump stop as well as two low speed advisories. This type of behavior has been linked to potential driveline issues. X-ray was performed showing a possible area of concern. There was no weight change, no change in medication, and no new medication initiated.

Manufacturer narrative:
Manufacturer's investigation conclusions: the report of a driveline fault alarm was confirmed through the analysis of the submitted log files. A specific cause for the driveline fault alarm could not be conclusively determined through this investigation. The submitted system controller log file (log file: (B)(4) captured normal pump function until on (B)(6) 2019 at 08:14:36. At 08:14:36 on (B)(6) 2019, the driveline fault alarm was triggered and remained active for the remainder for the log file. The pump speed remained above the low speed limit for the duration of the log file. Also of note, the patient appeared to be operating on battery power for several consecutive days. The sleeping section of the heartmate ii patient handbook explains that heartmate ii patients must be attached to the power module during sleep or any time when sleep is likely. No additional atypical alarms were captured. The submitted system controller log file (log file: (B)(4) captured normal pump function until on (B)(6) 2019 at 03:39:44. Between 03:39:44 and 03:39:48 on (B)(6) 2019, low speed events resulting in a pump stop were captured. By 03:41:03, the pump speed returned to the set speed of 8600 rpm. A total of 1 motor stopped alarm was captured during the pump stoppage and the abnormal pump operation was associated with low speed hazard, low flow hazard, and low speed operation alarms. The observed low speed and pump stop event occurred while the patient was connected to the power module. Based on previous complaint history, the abnormal pump operation appeared consistent with potential driveline issue. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains important warnings related to pump stops. No further information was provided. The patient remains ongoing on vad support. The manufacturer is closing the file on this event.

Event description:
Additional information: the software on the patient¿s controller was updated from version 7.23 to version 7.29. No controller exchange was performed. However, the following day, another alarm occurred, and the pump stopped for a short period of time after which the pump started again. The patient was supported by battery power at the time of the event. It was reported that the patient was currently stable. No additional treatments were provided. The patient was discharged and was reported to be hemodynamically stable.